Event description:
It was reported that the 2 clips which had been used in the operation to cut the branch of artificial vessel in (B)(6)2018 were found broken and reopened during the re-operation for blood vessel prosthesis implantation in (B)(6)2020. No injury to the patient occurred, because in the 2018 operation, those clips were ligated to make sure after the artificial vessel were sutured. However, 1 and a half clip were retrieved, so that half of a clip is considered to remain in the patient. The user would like to know if this clip was not recommended for artificial vessel.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned 2 clip halves from unit 544250 hemolok xl clips 6/cart 84/box for investigation. The clip halves were returned loose and the cartridge was not returned. The clips were visually examined with and without magnification. Visual examination of the returned clips revealed that both clip halves were the hook half of the clip. Both clip halves had a broken hook and were also broken on the pierced boss side of the hinge. The clips appear used as there is biological material present on the clips. The applier was not returned. The complaint states that the clips broke while being used on an artificial vessel. The clips are not indicated for use on artificial vessels. They are intended for use in procedures for use in procedures involving ligation of vessels or tissue structures. Since the root cause of this complaint was determined to be "user error" due to off-label use, in service request ci-0000168 has been submitted. The reported complaint of "broken clip - multiple locations" was confirmed based upon the samples received. Visual examination of the returned clip halves revealed that both had a broken hook and were also broken on the pierced boss side of the hinge. The complaint states that the clips broke while being used on an artificial vessel. The clips are not indicated for use on artificial vessels. They are intended for use in procedures for use in procedures involving ligation of vessels or tissue structures. Since the root cause of this complaint was determined to be "user error" due to off-label use, in service request ci-0000168 has been submitted.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 2 clips which had been used in the operation to cut the branch of artificial vessel in (B)(6) 2018 were found broken and reopened during the re-operation for blood vessel prosthesis implantation in (B)(6) 2020. No injury to the patient occurred, because in the 2018 operation, those clips were ligated to make sure after the artificial vessel were sutured. However, 1 and a half clip were retrieved, so that half of a clip is considered to remain in the patient. The user would like to know if this clip was not recommended for artificial vessel.